Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "severe axillary pain".

Event description:
Patient representative reported rupture and "severe axillary pain" for an unknown side. The device remains implanted.